Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted the stent implant was loose on the balloon. There were mangled struts in the first three rows of the distal end of the stent implant. There were stretched struts in the middle portion of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length and proximal stent outer diameters were measured and met manufacturing criteria. The middle and distal stent outer diameters were unable to be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the mildly calcified lesion contributed to the reported failure to advance. Follow up information received from the account noted that the loose stent may have occurred during the procedure. Therefore it is likely that an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for loose stents for this lot. In this case, the reported failure to advance and noted loose and damaged stent appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, all stent delivery systems are visually inspected for stent damage and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified lesion in the proximal left main artery, the 3.0 mm x 23 mm xience v was attempted but could not cross the lesion. The device was removed from the anatomy. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. A second unspecified device was used in the procedure. Return device analysis revealed the stent implant was loose on the balloon; additional information received from the account noted the loose stent may have occurred during the procedure. Though requested, no additional information was provided.